Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) patient (gender nos) who was treated with poly-l-lactic acid (sculptra) four years ago (date nos). Relevant medical history and concomitant medication in formation were not mentioned. It is reported that the patient developed indurated fibrosis fifteen days ago. Corrective treatment, if any, was not specified. At the time of this report, the event remains ongoing. Physician's causality assessment: unlikely.

Manufacturer narrative:
Addendum for follow-up information received on mar-06-2008: a physician via a company sales representative reported that treatment included ciprofloxacin (baycip) and local cortisone (nos). Over the following 24 hours, the patient improved, but the event remains ongoing. Lot number and expiration date were not provided. No further information was provided. Addendum for follow-up information received on jun-06-2008: the physician reported via a company sales representative that the patient, after four years of being injected poly-l-lactic acid in the nasogenian folds and cheeks, showed hardness in the treated zone. In the beginning, antibiotics were given as treatment with no positive response in the patient's condition; therefore, the treatment continued with corticosteroids, and as a consequence, the hardness nearly disappeared. The patient is currently receiving infiltrations of triamcinolone (trigon depot) on specific areas. The physician performed the intra-injury injection once a week during four weeks and the treatment continued, spacing out the sessions for a reasonable period of time in order to reach the total disappearance of the hardened areas and at the same time, to obtain security of the treatment in long term. At the time of this report, the event remains ongoing.